Event description:
It was reported that the customer passed away at home. The cause of death was suicide. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer was using sensors and whether the customer was wearing a sensor at the time of death. The caller stated that the insulin pump cannot be returned for analysis because it was donated. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.